Event description:
It was reported that while being hospitalized for an unrelated issue, the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the peritonitis event prolonged the hospitalization. The cause of peritonitis was unknown. The patient was treated with unknown antibiotics (dose, route and frequency not reported). The patient was hospitalized for forty eight days for an unrelated issue prior to being discharged. Upon being discharged, the patient diagnosis included bacterial infection in the blood/sepsis among other unrelated issues. At the time of this report, the patient was fully recovered from peritonitis and was recovering from the bacterial infection in the blood/sepsis. No additional information is available. This report is 2 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13e21067 and h13d25038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).